Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that during implantation of a bifurcated device and an infrarenal aortic extension, an endoleak was identified. Reportedly an angiogram was performed and showed an unidentified type of endoleak, coming from below the overlap between the bifurcated and the infrarenal aortic extension. The physician placed a second infrarenal aortic extension, inner position of the aortic extension, lining the main body all the way down the bifurcation. Repeat angiogram revealed the endoleak was no longer present. The patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned; hence no device evaluation was performed. The reported event is confirmed based on the review of the angiogram shows that initially there may have been insufficient material to cover the extent of the aneurysm. No product issue was identified in the investigation. The manufacturing record review did not reveal any issues or deviation that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaint. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.